Event description:
The user facility reported they experienced an intermittent loss of image during a diagnostic colonoscopy. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The investigation revealed an intermittent image problem, which was isolated to a charge coupler device (ccd) failure. Additionally, a deep scratch was noted on the objective lens. The device was serviced and returned to the customer. This report is being filed as an MDR in an abundance of caution.